Event description:
It was reported that "two struts of a g2 filter perforated the vena cava. One strut hit the lumbar vein. The patient present to the ER and was diagnosed with a retroperitoneal hemorrhage which was verified via CT." The doctor declined to release any additional information.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The sample has not been returned for evaluation. It is unk if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unk. The current information for use (IFU) for this device states: potential complications: possible complications include, but are not limited to the following: perforation or other acute or chronic damage of the ivc wall.